Event description:
The customer performed a blood glucose test and received a result of 282 mg/dl. The customer called the hospital and was advised to go to the emergency room. At the hospital the customer was tested and the result was 110mg/dl. No treatment was received. The customer was using expired glucose strips and controls. A request was made for the return of the suspect device and replacement product was sent.